Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was the motor and bearings, which have been replaced along with other components. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.